Event description:
It was reported that the device does not power on. The device was in use at the time of the event, no patient or user harm reported. The customer reported that the v60 does not have power. While troubleshooting, the customer verified that the device was getting 120 volts ac, but no 24 volts dc (going into the pm pcba). The remote support engineer (rse) recommended replacing the power supply. The customer requested onsite service; during the diagnostics, it was confirmed that the power supply was defective. The field service engineer (fse) replaced the power supply to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The power supply was returned for failure analysis. The returned power supply was installed into a known good test ventilator unit. The customer complaint of device not powering on was verified. Root cause is failure of q9 and q16.